Manufacturer narrative:
The reported field event of an inability to actuate the helix was confirmed in the laboratory and was due to body fluid and tissue inside the helix housing. After the lead was thoroughly cleaned and torque was applied to the inner coil, the helix extended and retracted normally. The reported field event of low sensing could not be confirmed in the laboratory. The lead was electrically tested and resulted in normal lead characteristics.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up rv sensing was low and a lead dislodgment was suspected. The lead was unable to be reattached so it was explanted and replaced. The patient is in stable condition following the procedure.